Manufacturer narrative:
The reporter noted within the "past 3 years". Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set cannula was bent and kinked. The issue was observed upon removal from the patient's body. The patient's blood glucose was reported at about 240mg/dl. It was noted that the cannula seemed thinner to the patient than other infusion sets. The site was changed and a bolus from the patient's pump was administered to address the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2017-00344, 3012307300-2017-00345, 3012307300-2017-00346, 3012307300-2017-00348, and 3012307300-2017-00349.